Event description:
The complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product reinforced tube size 7.0mm. Customer complaining: "air leak was found at cuff check before use."

Manufacturer narrative:
Based on available information, medical determination is that this is a serious malfunction. A leaking endotracheal / tracheostomy tube cuff exposes the pt to the risk of aspiration of gastric contents and a reduction in ventilation pressure. In the past, there have been cases of serious injuries and even fatalities reported to the FDA by other manufacturers as a result of a leaking ett/tt cuff. Whilst the potential for a serious injury is high, the likelihood of occurrence is low because these devices undergo rigorous testing and are only used in highly monitored and highly specialized settings. A leaking cuff would likely trigger alarms to alert care-givers and in most cases all that is required is a simple re-inflation by the bedside. However, in some cases of a rapid leak, the pt may require a complete re-intubation. This procedure, if carried out in expert, experienced hands, has a low incidence of serious complications. (B)(4).